Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, faded serial number label, keypad overlay texture damage, minor scratches on case, cracked select button keypad overlay, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had reservoir compartment is cracked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.